Event description:
A nurse reported that during surgery, the unit seemed to be working at only half power. The surgery was completed and there was no harm to the pt.

Manufacturer narrative:
A company rep reviewed the system's event log and noted no system messages. The company sales rep completed an in-service for the staff. On the previous day to this in-service, the facility used the system without any reported issue. The service call was cancelled. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).